Event description:
The caller stated his daughter died last year, but did not give a specific date. He stated she was using an animas one touch insulin pump that failed, leading to her death. The animas onetouch insulin pump mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).